Event description:
Consumer stated: I bought some sonic replacement brushes the first one I used the bristles would come off threw it out and put on another same thing, the third one the same thing. Some of the heads had bristles breaking/falling out after one or two uses.